Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]¿. It was reported that ¿the losses are permanent or continuing in nature, and [patient] will suffer them in the future¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of device history record has been initiated. If any new, changed or correction information is noted, a supplemental medwatch will be submitted.

Event description:
Documentation received from a patient representative alleges the patient has ¿patient experienced the events of ¿malpositioned¿, ¿painful¿, ¿demonstrated a poor aesthetic appearance¿, ¿loss of nipple sensation¿, and ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]¿. It was reported that ¿the losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. Device remains implanted. This medwatch record is for right side. See MFR # 9617229-2017-00457 for the left side.